Event description:
It was reported that following a sub-urethral sling procedure, the patient developed bilateral abscess formation on both sides within eighteen days of each other. Both abscesses were drained and excised and wound healing was expected to take 3 months. The surgeon reported that the tissue was cut off at the skin. The skin and subcutaneous tissue were tented up and buried as far as possible away from the skin leaving the tissue between the subcutaneous fat layer and the rectus sheath. The drained material was sent to the labs however didn't produce a culture. No further complications were reported.